Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 119 mg/dl. A system check was performed verifying the occlusion alarms and a crack/damage was observed on the cartridge. The customer was also using the cartridge beyond recommended labeling. A cartridge change was performed and insulin deliveries were resumed.